Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: se-1520-06; bme lot: bse170373; manufacturing date or release to warehouse date: july 19, 2017; place of manufacture: biomedical enterprises, (B)(4) lot expiration date: june 9, 2022. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of speed shift 15x20x6mm was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. The review of the material device history record revealed no relevant nonconformances lot bse170373 was released as conforming as all nonconforming items were scrapped. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device evaluation. Investigation flow: broken. Visual inspection. The speedshift compression implant kit 15x20mm offset 6mm was returned to biomedical enterprises, (B)(4) for manufacturing evaluation. The results of the investigation are below: visual inspection was performed to determine a failure mode. Inspection showed that the inserter broke on the island feature, releasing the implant prematurely, therefore confirming the complaint description. Performed (B)(6) 2018. This is consistent with the reported complaint condition, thus confirming the complaint. The root cause for this failure mode has not been determined. Relevant actions have been taken to address the issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not required. As escalation for this failure has already been performed, no further investigation steps will be performed as part of this complaint investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while preparing for an unknown procedure on an unknown date, the sales consultant discovered that two (2) 6mm speedshift compression implant kits and one (1) 10mm speedshift compression implant kit had come off the inserter inside the sterile package. It is unknown when was the issue discovered. There is no reported patient consequence. Procedure outcome is unknown. This report is for a speedshift compression implant kit 15x20mm offset 6mm. This is report 2 of 3 for (B)(4).